Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 2. The home patient (hp) stated that a supply bag became disconnected during therapy. The technical service representative (tsr) explained the alarm and had the hp cycle the power. System error 2367 alarmed. The tsr had the hp cycle the power again. The tsr advised the hp to use manual supplies if available, to complete therapy. The hp would contact the nurse in regards to the alarm. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer discarded the sample.